Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states architect free t3 (ft3) calibrator accidentally splashed into eye during the process of calibration on architect i2000sr processing module. The eyes were irritated and uncomfortable. The customer was wearing ppe at the time of incident but did not wear safety glasses at that time. The eyes were cleaned and rinsed with sterile water. There was no eye irritation, redness or itching and no other treatment provided by physician. No impact to operator. There was no patient involvement.

Manufacturer narrative:
A review of complaints found no trends for the complaint issue. Return testing was not completed as returns were not necessary. The architect system operations manual states that this product contains human sourced and/or potentially infectious components and should be considered potentially infectious. It is recommended that you handle all potentially infectious materials in accordance with the osha standard on bloodborne pathogens1. You should use biosafety level 22 or appropriate biosafety practices3,4 for materials that contain or are suspected of containing infectious agents. Precautions include, but are not limited to the following: wear gloves, lab coats, and protective eye wear when handling human sourced material or contaminated system components. Wear a face shield if a splash hazard exists. If you are exposed to biohazardous or potentially infectious materials, take steps immediately to cleanse the affected area: eyes - rinse with water for 15 minutes. Seek medical attention as soon as possible for appropriate follow-up. In addition, the safety data sheet (sds) for the architect ft3 calibrators and architect free t3 reagent kit documents under section 4, first aid measures, that if the material comes in contact with the eye rinse cautiously with water for several minutes. Remove contact lenses, if present and easy to do. Continue rinsing. If eye irritation persists, get medical advice/attention. Wash hands after handling. The customer did not use the required eye protection prior to handling the architect free t3 (ft3) calibrator. Based on this investigation, neither a malfunction nor a deficiency was identified for the architect free t3 (ft3) calibrator.updated section d3 email address for medical device contact person and g1 manufactures site email to (B)(4).